Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 96 to 110mg/dl . Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed using both trueresult meter with result in the high 300mg/dl (exact result not disclosed) and lab test result was 202mg/dl. Back to back blood test performed during call after meal ((B)(6) 2015; 10:05am) with results of 253mg/dl and 230mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 145mg/dl, (B)(6) 2015, 08:23am; 166mg/dl, (B)(6) 2015, 08:22am; 416mg/dl, (B)(6) 2015, 08:42am; 152mg/dl, (B)(6) 2015, 10:41am; 127mg/dl, (B)(6) 2015, 07:39am; adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.